Manufacturer narrative:
The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ivc (inferior vena cava) filter implant procedure, delivery difficulties occurred, and the patient expired four days post procedure. The patient was admitted to the hospital for a (uti) urinary tract infection. During this admission, the patient was diagnosed with pneumonitis and cardiac failure. The physician stopped administering byaspirin and a dvt (deep vein thrombosis) developed. To treat the dvt, the patient was given warfarin and sent for an ivc filter implant procedure. The greenfield 12fr ss vena cava filter was delivered to the inferior vena cava. Upon expansion of the filter, the legs of the filter were "tangled". The physician attempted to untangle the legs by manipulating the arm of the delivery catheter, however, the legs remained tangled. The procedure was completed with this device and no patient injury or complications were reported. Post ivc filter placement, the patient's condition was reported as "getting better" however, four days post the ivc filter placement, the patient expired. The physician commented: the cause of the patient's death is unknown, an autopsy was not performed, a pulmonary embolism might have developed. Further, the physician commented that if the filter had expanded evenly, there was a possibility that the patient had a pulmonary embolism.